Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display blanked out. The batteries were changed and the device would not power back on. Complainant indicated that there was no pt involvement in the reported malfunction.